Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion the day after the right ventricular (rv) lead was implanted. Upon review of chest x-ray after the initial procedure, it was noted that the tip of the rv lead had sub-optimal placement on the anterior wall of the patient's ventricle, which caused the effusion. In addition, an increase to high thresholds were noted. The physician suspected that the lead had perforated. A pericardiocentesis was performed and the rv lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.